Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was not any damage or anything out of the ordinary. The instrument did not collide with any other instrument or tool during the procedure. There were no issues related to: opening/closing of the grips; left/right (yaw) motion of the grips; and up/down (pitch) motion of the wrist. There were no cables visibly protruding from the distal end of the instrument. There were no protruding cable(s) one(s) that controls opening/closing of the jaws and no protruding cable(s) one(s) that controls up/down motion of the wrist. No fragment fall inside of the patient¿s anatomy.